Manufacturer narrative:
Results: the 3maxc was fractured approximately 57.0 cm from the hub. The material at the fracture location showed evidence of bending before fracture. In addition, the inner support coils were unwound. Conclusions: evaluation of the returned 3maxc confirmed that the device was fractured. Visual inspection of the fracture showed evidence of material bending. If the device is forcefully handled during preparation for use, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a penumbra system 3max reperfusion catheter (3maxc) on the back table for a thrombectomy procedure, the penumbra system ace 68 reperfusion catheter (ace68) and 3maxc were both flushed. The radiologic technologist then attempted to insert the 3maxc into the ace68 and noticed that the 3maxc was fractured. Therefore, the 3maxc was set aside and the procedure was successfully completed using a new 3maxc and the same ace68.